Manufacturer narrative:
(B)(4).

Event description:
An article published titled "novel icl: low adverse events in highly myopic special-needs children" indicated that a study was conducted to evaluate the safety of the visian intraocular collamer lens (icl) in highly myopic special-needs pediatric cases. It notes the study includes 95 children (160 eyes) with implantation of an icl of over 5 years. The study result indicates a minor adverse event was ocular hypertension in response to steroids that occurred in 3 eyes when the steroids were stopped. The most frequent adverse event was postoperative pupillary block that required pi revision in 7 eyes. In 1 eye a wound leak; a cataract in 1 eye; traumatic retinal detachment in 1 child. The article concludes the rate of adverse events was low in this higher risk; difficult to manage population of special needs children.

Manufacturer narrative:
This MDR is a duplicate of MFR # 2023826-2021-01751. Please disregard the current report. Claim # (B)(4).